Manufacturer narrative:
Product analysis results: visual and optical examination revealed one of the upper prongs at the tip of the inserter has been sheared off. Optical inspection of the fracture surface revealed a flat but brittle surface. This type of damage is consistent with excessive force placed on the prong during use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the tab at the end of the inserter snapped off when impacting implant. There were no complications to the patient as a result of this event.